Event description:
It was reported that when using the bd pyxis¿ es server, the patient medications were not crossing over. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident the technical support specialist (tss) ran an alldevice events report for the patient listed in the electronic protected health information (ephi) and the report showed multiple remove actions performed for the affected patient. The customer later confirmed that the issue had been resolved on their side. The system functioned as intended after the customer resolved and the tss investigated the issue.